Event description:
Information received from affiliate: patient wearing surevue for 1 1/2 years. Eye care practitioner reported loss of 60% of vision after 8 days of wear. Cornea reported "swollen" and "cloudy." "The cloudiness of the cornea is spotty."